Event description:
Pt underwent open reduction internal fixation of proximal femur fracture. During the procedure, 4.3mm piece of drill bit broke off and was retained in the hole. Anterior and posterior x rays confirmed the retained piece.